Manufacturer narrative:
Customer had no complaint devices left to return. Archival samples were evaluated. Dhrs were reviewed and no records confirming the defects were observed. Patency of cannula was verified by visual assessment in magnification on microscope. Light coming through the cannula was visible. 10 randomly selected pen needles from the archival sample were assembled on the pen injector. With every assembly attempt, droplets on the cannula were observed and injection of the applied dose can be seen, which is visible on the paper and confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. Complaint not confirmed. Rca not conducted. No CAPA. Complaint closed.

Event description:
Part 234132, lot c58k9, 2027-07-01 - 100ct. The caller states that the needles are blocked, and no liquid is coming out, and he sometimes needs to use up to three needles to do an injection. Caller uses needles right away without priming and doesn't prime needles because insulin is expensive. The caller does not have any unused needles left to return. He does have ones that did not work, but are used, but I advised him not to return those. Replaced devices for customer.